Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the cause and what troubleshooting was performed that was related to the issue were unknown. It was also clarified that the implantable neurostimulator (ins) was explanted and replaced on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that there was a deficiency of the left implantable neurostimulator (ins) as the patient experienced increased dyskinesia in their upper left limb. The diagnostic methods included an examination on (B)(6) 2016 that resulted in dyskinesia in the patient's left arm. The etiology was stated to be related to the device/therapy, but not related to the implant procedure; the ins was noted. It was also stated that the event required in-patient or prolonged hospitalization, and resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The interventions included explanting and not replacing the ins on (B)(6) 2017; the event was resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the device was explanted and not replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the implantable neurostimulator (ins) was explanted and replaced on (B)(6) 2017. No further complications were reported/anticipated.